Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of the coyote es balloon catheter. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded. There were numerous kinks throughout the shaft and hypotube of the device. Microscopic examination of the balloon revealed a 3.5cm longitudinal tear in the balloon wall at the proximal end of the balloon almost down to the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Product analysis confirmed the reported event. There is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery (ata). A 13mm x40mm x146cm coyote¿ es balloon catheter was advanced for dilation. However during the second inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.